Manufacturer narrative:
Corrected information has been provided in the following sections. An event regarding disassociation involving a trident liner was reported. The event was confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. The provided medical information was submitted to a consulting clinician who confirmed the constrained liner disassociated from itself based on the provided x-ray but deemed the information insufficient and rejected it for a medical review. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events reported for this lot. The event was confirmed but a root cause was not determined because the devices were not returned for evaluation and insufficient information was provided. The provided medical information was submitted to a consulting clinician who confirmed the constrained liner disassociated from itself based on the provided x-ray but deemed the information insufficient and rejected it for a medical review. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that patient's left hip was revised due to disassociation of the bipolar component from the poly liner. Even though rep supplied a pre-op x-ray, he also reported that additional x-rays, medical records, and further information are not available due to hospital policy.

Manufacturer narrative:
Review of the device history records indicate that the devices were manufactured and accepted into final stock on with no reported discrepancies. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised due to disassociation of the bipolar component from the poly liner. Even though rep supplied a pre-op x-ray, he also reported that additional x-rays, medical records, and further information are not available due to hospital policy.